Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function ensued.